Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer had frequent unresponsive or intermittent response by button press with their up and down button. The insulin pump was not damaged or exposed to moisture. The customer's blood glucose was 8.2 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.